Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. The device history record (DHR) review I s not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked and the barrel clamp guide was broken. A review of the event history log identified check clutch error in history. During functional testing was unable to repeat customer stated problem, the barrel clamp guide was broken, therefore could not run pump and the top case was damaged. After checking alarm history noticed the clutch was released during an infusion causing the check clutch error. The root cause of the issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Replaced clutch half's left and right with leadscrew and spring as a preventative measure and replaced the damaged top case.

Event description:
It was reported that the pump's clutch and case were broken. No patient injury was reported.